Manufacturer narrative:
The review of provided data confirmed the reported issue on the smartview 3.16 user interface: the alert for svc coil continuity is available even when svc coil has been disabled from the programming. The svc coil continuity alert should not be available when the atrial coil (svc) is programmed ¿no¿. The root cause of the issue is a programing constraint that has been added in smartview 3.16 triggering the availability of the alert for the atrial coil (svc) even when the atrial coil (svc) is programmed ¿no¿. The workaround is to deactivate alert for the atrial coil (svc) from the remote monitoring parameter screen. This programming constraint will be fixed in a future smartview version and therefore the alert for the atrial coil (svc) will not be available when the atrial coil (svc) is programmed ¿no¿. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on all ICD vr platinium, ulys et talentia, since the last update of the smartview 3.16, the alert on the vcs coil is available even when there is no svc coil programmed.

Event description:
Reportedly, on all ICD vr platinium, ulys et talentia, since the last update of the smartview 3.16, the alert on the vcs coil is available even when there is no svc coil programmed.